Manufacturer narrative:
(B)(4).

Event description:
It was reported that far r-wave oversensing was observed during pacing impulses. Issue was observed after programming changes were made. Patient was asymptomatic throughout the check. Further programming changes were made which mostly resolved the issue. Patient will continue to be monitored.